Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a connector unable to attach during a training session, and a separate user at home encountered the same issue that resolved after changing the supplies; the affected lots referenced were connector lot 30347 and cartridge lot 30298. Symptoms included no reported adverse clinical effects and no changes in blood glucose were confirmed. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting and education with the user, and shipment of a replacement ilet while awaiting the original device return. Investigation of this case revealed a suspected connection issue at the infusion interface consistent with a connector unable to attach, which resolved with supply replacement, indicating a probable user-interface or consumable fit issue. It was concluded, based on previously established findings for similar reports, that the cause was use of consumables that did not achieve proper connection, consistent with use error or supply seating/fit issues.